Event description:
This event was reported as patient expired approximately 9 days post-op due to three valve procedures due to rheumatic fever and post-op infection, cerebral infarction, "cvl" and total organ system failure. No further information was provided.